Event description:
It was reported that the patient fell on 2013 (B)(6) and had a return of parkinson¿s symptoms since the fall. It was noted that the patient fell on their left side and broke their arm. It was noted that the patient had not contacted the health care professional (hcp) yet about the fall but would try on 2013 (B)(6) to have the therapy checked. It was noted that it was verified that the therapy was on for one of the implantable neurostimulators (inss).

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0546484v, implanted: 2005 (B)(6); product type lead product ID 3389s-40, lot# v492274, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).